Event description:
It was reported that during a laparoscopic ventral hernia repair, when the surgeon fired the device, the anchor went through the mesh and into the tissue. The anchor did not secure the mesh. This event did not change the original intent of the proceudre and there were no unexpected outcomes.